Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured or broke while pulling back the inserted device while fully inflated. Manual pressure was held for 15-20 minutes for hemostasis. There was nothing defective to the eye. The mynx vcd was used in a renal angiogram with a retrograde approach. The physician's mynx training status is unclear, though she is highly experienced with the deployment of the device. Regarding the puncture femoral site, the left femoral artery¿s suitability was verified on angiography, and the insertion angle of the vascular sheath introducer was within the range of 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm, with the details deferred to the physician¿s expertise. There was no vessel tortuosity, and the presence of pvd or calcium near the puncture site is also deferred to the physician¿s expertise. The vcd was used with a 5f 11cm avanti sheath. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured or broke while pulling back the inserted device while fully inflated. Manual pressure was held for hemostasis. There was nothing defective to the eye. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The physician's mynx training status is unclear, though she is highly experienced with the deployment of the device. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, and the insertion angle of the vascular sheath introducer was within the range of 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm, with the details deferred to the physician¿s expertise. There was no vessel tortuosity, and the presence of pvd or calcium near the puncture site is also deferred to the physician¿s expertise. Hemostasis was achieved with manual compression for 15 minutes. The vcd was used with a 5f 11cm avanti sheath. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured or broke while pulling back the inserted device while fully inflated. Manual pressure was held for fifteen to twenty minutes for hemostasis. There was nothing defective to the eye. The mynx vcd was used in a renal angiogram with a retrograde approach. The physician's mynx training status is unclear, though she is highly experienced with the deployment of the device. Regarding the puncture femoral site, the left femoral artery¿s suitability was verified on angiography, and the insertion angle of the vascular sheath introducer was within the range of 30-45 degrees. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm, with the details deferred to the physician¿s expertise. There was no vessel tortuosity, and the presence of pvd or calcium near the puncture site is also deferred to the physician¿s expertise. The vcd was used with a 5f 11cm avanti sheath. The mynx vcd was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure after being pulled to the arteriotomy. One non-sterile 5f mynx control vascular closure device (vcd), associated with the reported complaint, was returned for investigation. Upon visual inspection, it was noted that button one was not depressed, and button two was also not depressed. The stopcock was found in the open position, and a syringe was returned attached to the unit. The sealant was present in manufacturing position and fully covered by the sealant sleeves. No abnormal condition was observed on the sealant sleeves. A cordis catheter sheath introducer (csi) was returned and was inserted on the unit. The balloon was found in a deflated state, and the core wire was present in its original manufacturing position. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to a leak identified during the inflation attempt. A high magnification evaluation was executed to evaluate the balloon's surface. During this analysis, the presence of a longitudinal tear that resulted in the leakage was observed during the inflation attempt. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device. The functional analysis could not be performed due to a leak, which magnification analysis showed was due to a longitudinal tear. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.